Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. The customer ate for treatment of low blood glucose. The customer's current blood glucose is 270 mg/dl. The auto mode was not active. The customer declined troubleshooting for low blood glucose on insulin pump and also for can not find sensor and lost sensor. The insulin pump will not be returned for analysis.